Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular lead was not capturing and had low sensing. The lead had dislodged. During the repositioning of the lead, the right atrial lead dislodged. Both leads were repositioned and are still in use. The patient is enrolled in the product (B)(4) study. No patient complications have been reported as a result of this event.